Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, this patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The trunk-ipsilateral leg component was introduced from right side, and the contralateral leg component was introduced from the left side. On an unknown date in (B)(6) 2012, a distal type 1 endoleak in the right common iliac artery was detected. An advanta 12 stent from atrium was implanted in right common iliac artery in order to treat the endoleak. In addition to the stent, onyx embolization liquid was placed inside the aneurysm sac. However, computed tomography scan one day post operative revealed the distal type I remained. On (B)(6) 2013, an intervention occurred whereby two contralateral leg components were implanted to treat the type I endoleak. The result was good and the endoleak was resolved. The patient tolerated the procedure. (Please note, this event was reported on MFR report #2953161-2013-00035.) On (B)(6) 2013, aneurysm enlargement was reported, as well as contrast visible in the aneurysm sac. The amount of enlargement was not reported.